Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2015; 5076 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
The patient called and inquired if fluttering is normal. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2015 follow-up was conducted and revealed that the patient hadn't been seen in the clinic since the patient's call. No patient complications have been reported as a result of this event.

Event description:
The patient called and inquired if fluttering is normal. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.